Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned device found the device was partially deployed. The device was in the pre-plunger deployment position and the foot had not been deployed. Blood was detected at the foot, the body of the device and at the base of the marker tube. This finding is not consistent with the report that no saline was seen exiting from the marker port during flushing. The instructions for use under: examination and selection of products states verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. Do not use the preclose smc device if the marker lumen is not patent. The blood detected in the device indicates introduction into the patient anatomy. Also, the instructions for use under smc device placement (#4) states: during deployment continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Base on the reported event the marking was tested in the lab and the device did not mark. The metal guide was peeled to expose the internal marker lumen. The lumen was found filled with dried blood in the marker lumen; this indicates the device was inserted far enough to allow blood to flow but not a continuous drip. The dried blood prevented marking during testing. This finding indicates that the device may have been incorrectly positions for marking during deployment. Based on the investigation findings, the probable root cause for the reported event is related to incorrect technique. No manufacturing or quality inspection issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted to flush the system during preparation. The lumen was being flushed with saline; however, no saline was seen exiting from the marker port. There was no reported patient involvement. No additional information was provided. During device analysis it was found that blood was present in the body of the device indicating that the device had been used in the patient's anatomy and the reported event did not occur during preparation. There were no reported adverse patient effects. No additional information was provided.